Manufacturer narrative:
(B)(4).

Event description:
Further information was received that when the event was observed an emergent tracheostomy tube change was performed. According to the reporter, the port section of the tracheostomy tube is in reference to the inflation valve. The reported event was observed by "trained support workers (various levels of training some of which are registered nurses)" and occurred spontaneously. The event occurred during the initial use of the device. It is unknown if the cuff patency was tested prior to use. Velcro ties were used to secure the tracheostomy tube and the tracheostomy tapes were tightened every 1-2 hours. The cuff was filled with sterile water. It was also reported that the patient can't breathe without the tube in place and is ventilator dependent.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. The reporter of the event has stated that there are two possible lot numbers this device could belong to: lot number 2927315, with a manufacture date of 04mar2015, expiration date of 28mar2020. Lot number 3178771, with a manufacture date of 11apr2016, expiration date of 24mar2021.

Event description:
It was reported that there was a tracheostomy tubing separation. The port section of the inflation line had separated from the inflation line. The customer also mentioned that the inflation line was very long and when turning the client, was prone to getting caught. The patient did not experience any adverse health outcomes.

Manufacturer narrative:
One 8.5mm adult tts¿ tracheostomy tube was returned for investigation. Visual inspection revealed that the device airway inflation balloon was completely detached from the airway line. Additionally, the neck flange eyelets were observed to be worn. The airway inflation line length was found to be in specification according to the template drawing. Upon closer examination of the inflation balloon, it was observed that the airway line was still present inside the balloon, indicating that the bond was sufficient in retaining the airway line within the balloon. Investigation was unable to determine the root cause of the inflation balloon detachment; however, no evidence was found to suggest an intrinsic manufacturing defect. (B)(4).